Manufacturer narrative:
B5 - "reportedly 1 month after exchange refraction: 0.75 -0.50 x 8 the patient is still not happy after the lasik touch up." Should be added to the initial MDR. Claim #(B)(4).

Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. Explant date: na. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm6_12.6 implantable collamer lens, -02.00 diopter, in the patients right eye (od) on (B)(6) 2021. The patient experienced a refractive surprise. A lasik touch up was performed on (B)(6) 2021, to treat residual refractive error (myopia and astigmatism) and the problem was resolved. The lens remained implanted.